Manufacturer narrative:
Device history review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: this complaint has been assigned an investigation conclusion code of adverse event related to patient condition. Following a review of the reported event details, available information, and product record review, it is most likely the presence of anatomical factors presented a constriction over the wire and increased friction when the device was advancing through the lesion reducing the mobility and resulted in the reported issue.

Event description:
It was reported that the wire tip detached and was unretrieved. A rotapro and rotawire drive were selected for treatment of an 85% stenosed target lesion, located in the severely calcified right coronary artery (rca). After treatment was performed, the devices were removed with no resistance. Fluoroscopy revealed that the wire tip had detached at the weld point and was retained inside the patient. Per the physician, the burr likely caused the sharing of the rotawire. Retrieval of the wire fragment was attempted by inserting three .014" interventional wires and twisting them in an effort to snare it, but these attempts were unsuccessful. The patient was admitted to the hospital and an additional surgery was scheduled to remove the wire from the rca.